Event description:
During an elective percutaneous coronary intervention (pci), the physician noted that the luge wire had fractured. The wire remained in the patient. The patient was transferred to another facility for higher level of care.